Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature was displayed inaccurately.

Event description:
It was reported that the temperature was displayed inaccurately.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. No root cause could be found because the reported event was unconfirmed. 1 extension cord was received without original packaging. No obvious visual defects were observed. The extension cord was plugged in and tested with a multimeter. The extension cord passed the continuity test, as indicated by the multimeter reading with sound. This meets the specification as "plug and jack must be firmly secured to wire." No loose components of the cords were seen. The lot number was unknown; therefore, the device history record could not be reviewed and was not required as the investigation was unconfirmed. Labeling review was not required as the reported event was unconfirmed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.